Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6. H3 and h10. Results of investigation: the suspect device was returned to vyaire medical for evaluation. The root cause is not established as the issue is no longer reproducible. The original complaint was confirmed but not duplicated. Visual inspection of the unit under test (uut) found no indications of damage or misuse. Device found to function within its specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, advised customer to send the logfile for analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator had a display error message: "bellavista detected a user interface issue¿ appeared. Issue happened before turning the unit on for a circuit test. Furthermore, there was no patient associated with the event.